Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be unknown/undetermined due to the lack of relevant medical records and imaging surrounding the event. The final patient disposition was reported to be monitored and there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. On the final angiogram, a small type ia endoleak was observed. The physician elected to conclude the procedure and monitor the patient until the 30 day follow-up to see if the endoleak resolves on its own. As of the date of this report, there have been no additional patient sequelae reported.